Event description:
Facility notified quality systems by telephone of this patient incident. Healthcare professional reporting first use reaction . The patient received their first three dialysis treatments at hospital with new non-processed f8's without reported incident. On 1/15/99 patient was dialyzed with a new, non-processed f8 dialyzer without incident in the reporting facility (chronic unit). On the day of the incident, 1/18/99, the patient's dialyzer was rinsed with 1000 cc normal saline with priming. According to the healthcare professional, approx 300 cc of normal saline was ultrafiltrated through the dialyzer with 14 minutes of recirculation. The arterial bloodline was hooked up to the patient, the blood pump was started and the patient was "bled on" with the recirculated saline flushed to drain (at the point where blood reached venous chamber of the venous blood line.) When the patient was then connected to the machine with both arterial and venous blood lines attached and as the blood pump was increased, the patient demonstrated respiratory distress and became unresponsive. Dialysis was terminated, discarding the 210 cc of extracorporeal volume and CPR was initiated. The patient responded and was transported to the hosp. Since this event and hospitalization, the patient has returned to out-patient hemodialysis using a different membrane and sterilization method dialyzer. The patient is also on the facility reuse program. There have been no further reported incidents.